Event description:
A report was received that during a permanent implant procedure, the physician noticed some bleeding but was able to finish the procedure. Post-operatively, the patient had low vital signs and diagnostics were performed and a hematoma was discovered. The patient was admitted into the ER for an emergency laminectomy during which the physician cut the paddle lead and replaced it. The patient did not receive any other medical treatment, was released from the hospital and is reportedly doing well.

Manufacturer narrative:
The lead involved in the event was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.